Manufacturer narrative:
In results section fracture problem was used. The incident was a bag break and this was the closest description. Customer provided photographs of break.

Event description:
The customer complained of a break in their cryomacs freezing bag 250 ml.